Event description:
Caller reported cartridge alarm 20, which did not impact customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer successfully loaded a cartridge and resumed insulin therapy, resolving the issue.